Event description:
In the physician's office in follow up with CT angiography, patient was noted to have complete dislodgement of the proximal body of his endograft into the main aneurysm sac. He still had patency and flow into his lower extremities through this, however, the aneurysm sac was fully pressurized and it was thought that an endovascular repair would probably not be successful. The patient underwent an open abdominal aneurysm repair with 18mm tube graft of the aorta with explantation of the old endovascular aortic graft. Pre-operative diagnosis: abdominal aortic aneurysm status post aortic endograft with type 1 endoleak due to graft dislodgement.